Event description:
Prior to the procedure, the ablation cable had bent pins, so it was not possible to connect the ampere with the amplifier and the procedure was cancelled. The pins were attempted to be straightened with no resolution. The patient was not prepared but was in the room, so the procedure was rescheduled. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, the device history record was unable to be reviewed since no lot number was provided. Based on the information received, the cause of the reported bent pins and subsequent procedure cancellation could not be conclusively determined.

Manufacturer narrative:
Additional information: the reported ampere was returned for investigation. Visual inspection found several bent pins on the abl signals cable, p1 connector, and part of the cable harness. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause for the reported bent pins and subsequent procedure cancellation remains unknown.

Manufacturer narrative:
This model number is not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The product code and PMA number listed, is the information for the similar comparator device.